Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The cause of the alarm was not determined. It was not reported how the alarm was resolved. The patient had finished the therapy at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not completed. Should additional relevant information become available, a supplemental report will be submitted.